Manufacturer narrative:
Product analysis: visual and optical examination of the returned implant confirmed that the top portion of the implant has broken on both sides of the locking nut. Not all of the broken off pieces have been returned for analysis. Witness marks and deformation of the locking tab is noted. Optical examination of the fracture surfaces identified a brittle fracture with rays emanating from the area of fracture propagation. This type of damage is consistent with excessive force place on the implant during the attempted insertion. If information is provided in the future, a supplemental report will be issued.

Event description:
No fragments were left behind inside the patient . The surgeon made sure of this . The other fragments were maybe lost when the cage was cleaned.

Manufacturer narrative:
Common device name: intervertebral fusion device with integrated fixation, cervical product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion at c4/5 due to spondylosis, disc osteophyte complex and disc desiccation with foraminal stenosis and compromise of exiting nerve root. Intra-operatively, after the implant was in place, the surgeon removed the inserter and used a punch and mallet to position the implant better. The implant broke as soon as the surgeon used the punch on top of the implant. The surgeon immediately removed the implant and no any fragments remaining in the patient body. There were no patient complications as a result of alleged event.